Event description:
Procedure: laparoscopic hernia. According to the reporter: the clips deteriorated while the surgeon was trying to apply them to the abdominal wall. The clips would break and were not attaching to the tissue. The surgeon used another device successfully. No ill effect to the patient.